Event description:
On 9/17/92 the transtibial endoscopic acl drill guide system was being used under the supervision of the sales representative who instructed the staff on its use. Following removal of the system from the knee, it was noted the dam of teh tibial tunnel cannula (a component of the system) was missing from the cannula and remains in the patient's knee. The patient will need re-operation to remove the dam.visual inspection of the cannula was inclusive. The cannula has been retained by the medical center and is available for evaluationdevice not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service. The device was not destroyed/disposed of.